Manufacturer narrative:
The technician found the hydraulic motor capacitor is damaged. The technician replaced the hydraulic motor capacitor to resolve the issue.

Event description:
The technician alleged the bed had no hydraulic functions. No patient impact.